Manufacturer narrative:
The sheath was returned after being used in the procedure. Provided imageries were reviewed and the following was observed:  gap between sheath shaft wall and delivery system indicative of a torn liner. Both complaint codes can be confirmed from this image. The returned esheath was visually inspected and the following was noted:  liner tear starts from 1.5 in from the comnut running to the sheath distal tip; liner strand approximately 12 in length starting distal from strain relief; minor kink on sheath shaft approximately 4.5 in proximal to the sheath tip.  Dimensional inspection was performed, and the liner thickness was measured along the length of the liner tear and strand.  All measurements met specification.  During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality.  Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was unable to be performed as no work order was provided.  A lot history review was performed and revealed no additional similar complaints for sheath shaft resistance with delivery system, liner torn, and liner strand.  A review of complaint history on confirmed device complaints (returned and no product returned) from october 2019 through september 2020 revealed additional similar complaints for the esheath (all models and sizes) for sheath shaft resistance with delivery system, liner torn, and liner strand.  Available information suggests that patient factors and/or procedural factors may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft resistance with delivery system, liner torn, and liner strand were confirmed based on the provided imagery and visual inspection of return device. Investigation of the device, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' No information was provided of the patient's access vessel characteristics (vessel diameter, tortuosity, or calcification) and the sheath was not inserted at a steep angle. However, the presence of tortuosity, calcification and undersized access vessels can create challenging pathway for delivery system insertion through the sheath. If push forces were high to navigate the pathway, it is possible that non-coaxial insertion resulted in the delivery system damaging the liner. Image provided shows that the liner likely tore just after entering the expandable portion of the sheath. It is also possible that calcification interacted with the liner, leading to the observed liner tear and liner strands.  The device may have been excessively manipulated to overcome the resistance encountered during device insertion, weakening the liner, causing the liner tear and liner strands. Available information therefore suggests that procedural factors (high push/excessive manipulation) contributed to the complaint event. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective or preventative actions are not required.  However, per management discretion, a product risk assessment has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in united kingdom, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm s3 valve, there was resistance with the delivery system and the delivery system exited out of the side of the esheath.  The case continued, and the valve was successfully implanted.  The patient was doing well post procedure. Per pre decontamination evaluation, a liner strand was observed.